Manufacturer narrative:
(B)(4). Recall: z-0642-2013, z-0643-2013.

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.